Event description:
(B)(4). Chronic excruciating pain on left side, excruciating menstrual cycles, heavy bleeding and clotting, night sweats, insomnia, vomiting, unable to work and care for my family regularly, migraines.